Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter was intermittently providing power to a controller. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller ac adapter in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the unit passed visual inspection and functional testing. As a result, the reported event could not be confirmed. A possible root cause of the reported event may be attributed to an intermittent/marginal connection between the ac adapter and the controller. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter had intermittent problems with providing power to the controller when connected. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.